Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a cartridge and tubing infusion set; fingerstick was 233 mg/dl and ilet displayed 238 mg/dl, and after guided troubleshooting that confirmed insulin drops during a tubing test, the working assessment was that recent carbohydrate intake (banana) contributed to the high glucose, with education provided to allow automated corrections to bring glucose into range, resulting in a subsequent reading of 148 mg/dl. Symptoms included feeling hot in the head. Outcomes included no injury and no need for medical intervention. Investigation included customer care troubleshooting, tubing priming verification, review of infusion set function, and monitoring of glucose trend following automated correction. Investigation of this case revealed no device alarms, no apparent infusion set failure, and evidence of insulin delivery through the tubing, with glucose decreasing into range, suggesting user-related factors rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with transient hyperglycemia managed through standard troubleshooting and automated correction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.